Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning and the lead had high impedance. It was also reported that there were low impedance and high impedance paces. There were also ventricular high rate episodes recorded. The lead remains in use. No patient complications have been reported as a result of this event.